Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® sf nav bi-directional catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis. The patient had a cardiac effusion. The effusion was verified via ice. The patient had low blood pressure. The patient had a pericardiocentesis and 700 ccs of fluid were removed. The drain was kept in place and the patient did not require any surgical repair. The patient is stable and is staying overnight for observation. The physician stated they are unsure of when the effusion occurred. They were using 40 watts during the ablation. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).